Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the customer stated that no field service engineer was required and to close the case.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40/picix system did not alarm on (B)(6) 2020 at 0700 6n telemetry. The customer stated that there was a flatline patient event and they did not hear any alarms. At this time there is no additional information.